Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer requested case closure because the ticket was raised incorrectly against a different asset. There are no issues with the current device. Therefore, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 pockets d1and d3 were failed to release and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.